Manufacturer narrative:
(B)(4).

Event description:
The customer biomed reported the remote alarm jack loose on the main pcba. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer biomed reported the remote alarm jack loose on the main pcba. There was no reported pt involvement.